Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no battery alarms were noted. The insulin pump had intermittent button response due to flattened button dome switches. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had normal blood glucose levels of 118 mg/dl. The customer reported that the buttons of the insulin pump were unresponsive. The customer also reported a failed battery alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.